Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that they were having difficulty testing on their onetouch ultra2 meter. The customer care advocate (cca) contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began on (B)(6) 2015. The cca confirmed that the patient was not a first time user of the product. The patient currently manages their diabetes with levemir and humalog insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptom s of "shaking, sweaty, don't feel good and tired." The patient could not recall when they developed these symptoms and could not recall if they associated these symptoms with a high or low blood glucose excursion. The patient could not recall if they administered any self-treatment for these symptoms. The patient did not report any medical treatment from an hcp. During the follow up call the patient clarified that they were having difficulty testing due to a cal code issue. The patient stated that the issue was resolved at the time of their original call to lifescan. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury while using the subject meter.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.